Event description:
Caller reported a cgm error 42, relating to a g7 sensor, and reached out for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the cgm error code did not reappear. The resolution included advising the caller to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.